Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) (year not specified). The patient obtained a blood glucose result of ¿100 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). The patient reportedly increased her usual dose of medications (amount not specified) based on the alleged result. After, the patient claimed she felt a symptom of dizzy. That same morning, the patient reportedly went to the hospital. The patient obtained a blood glucose result of ¿39 mg/dl¿ with a laboratory device. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result with a laboratory device suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/19/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.